Event description:
It was reported that relion® insulin syringe plunger was getting stuck during use. This occurred on 20 occasions. The following information was provided by the initial reporter: material no: 328506 batch no: 9091590. It was reported plunger sticking during injection of b-12. Verbatim: issue(s): found with 20 syringes so far plunger sticking during injection of b-12. Consumer does not prefill or reuse the syringes. Consumer stated been using the relion syringe with b complex for years. Just this box with issues.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9091590. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe plunger was getting stuck during use. This occurred on 20 occasions. The following information was provided by the initial reporter: material no: 328506, batch no: 9091590. It was reported plunger sticking during injection of b-12. Issue(s): found with 20 syringes so far plunger sticking during injection of b-12. Consumer does not prefill or reuse the syringes. Consumer stated been using the relion syringe with b complex for years. Just this box with issues.